Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected set.

Event description:
During a visit to the user facility, a distributor representative discovered a leaking issue with the tubing while it was attached to the patient and reported it to zyno medical on (B)(6) 2018. The leaking was reported to occur "middle of the line". No patient injury or harm occurred for this case. The event date was (B)(6) 2018.

Manufacturer narrative:
The reported leaking issue was not confirmed. The affected set was tested on (B)(6) 2018 and passed the functional testing. Details of the test result can be found in the report .

Event description:
This is the follow up report for the initially submitted MDR (3006575795-2018-00044).